Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the end of the insulin pump was came off and the bottom had crack. Customer¿s blood glucose level was 215 mg/dl. Customer reported that the pieces was missing and also cracked. The insulin pump was bumped. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with cracked reservoir tube window and cracked case reservoir tube window corner.